Manufacturer narrative:
No product was received for evaluation. A supplier corrective action request has been opened to address this with the contract manufacturer. An 806 notice has been provided to the FDA.

Event description:
A report was received on 16 jul 2024 from the risk manager (rm) at a critical care facility, who stated a dialysate bag broke when initiating renal replacement therapy on (B)(6) 2024. Additional information was received on 16 jul 2024 from the rm who stated that there was no report of adverse impact to the user or patient.